Manufacturer narrative:
On february 24, 2025 apifix was notified of patient #(B)(6) who experienced mid-c, 115 mm device brakeage at the portion of the male rod that interfaces with the female rod segment. Device was at full distraction and broke at the end of the ratchet teeth. Patient did not have any pain. It was discovered upon routine follow up. The device was replaced with a new mid-c, 125mm device without complication. Device not to be returned.

Event description:
On february 24, 2025 apifix was notified of patient #(B)(6) who experienced mid-c, 115 mm device brakeage at the portion of the male rod that interfaces with the female rod segment. Device was at full distraction and broke at the end of the ratchet teeth. Patient did not have any pain. It was discovered upon routine follow up. The device was replaced with a new mid-c, 125mm device without complication.